Manufacturer narrative:
The insulin pump was received with error alarm during rewind due to motor encoder signal out of phase. No motor error alarm noted during testing. We were unable to perform functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to error alarm. The insulin pump had a cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with motor error and motion sensor test failure alarms. The customer's blood glucose level at the time of incident was 359mg/dl. The customer treated with manual injection. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.